Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI: (B)(4).

Event description:
During follow-up, interrogation revealed crosstalk. Device reprogramming was suggested. The patient did not experience any adverse consequences due to this event. Related manufacturer report number: 2017865-2017-01674.